Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant navion stent graft ((B)(6)) and an endurant iis stent graft system was implanted during the endovascular treatment of a thoracoabdominal aneurysm and aortic dissection. The patient had 2 existing valaint captivia thoracic stent grafts implanted approximately 3 years previous. It was reported approximately 1 year post the navion implant procedure, follow up CT showed an aortic dissection and aortic rupture. It was reported the patient expired 2 days post the CT. Per the physician the cause of the aortic dissection and rupture is undetermined. The cause of death was due to the aortic dissection.